Event description:
A (B)(6) customer received a blood glucose reading of 64mg/dl from the breeze2 meter. A lab test was also performed and the reading was 210mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.only the meter ifnormation was provided. The test strips are to be returned for evaluation.a replacement meter was sent ot the customer.

Manufacturer narrative:
The test strips were returned for evaluation. The strip information was not provided in the initial report.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.